Event description:
It was reported that this pacemaker declared a lead safety switch (lss) on the right ventricular (rv) lead due to high out-of-range (oor) pacing impedances, measuring greater than 2000 ohms. In addition, there was noise and high thresholds observed in the bipolar configuration. It was noted there was also inappropriate sensor pacing. The rv lead configuration was reprogrammed to unipolar pace and bipolar sense, and the rate response was turned off. The physician will continue to monitor the patient/system. This pacemaker and rv lead remain in service. No adverse patient effects were reported.